Manufacturer narrative:
(B)(4). Batch #: r93y6v. Device analysis: the analysis results found that the mcm20 device was returned with no damage in the external components and with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device r93y6v number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the current patient status? Healthy. Patient reviewed in consultation on (B)(6) 2018. Scarring evolution satisfactory. Please explain what is meant by, ¿clips hold with difficulty¿. When the tightening was performed with the handle, some clips were not pinched. Were there any clip formation issues noted in the initial procedure? If yes, please describe there shape. Some clips jammed inside the device but the surgeon did not known what shape they are. How did the user address the clips that help with difficulty? The clips were removed. How many clips were placed? More than 100, 8 devices have been used. During the initial procedure, were there any issues with clip(s) tearing intra-operatively? No. What was the alleged clip failure? Failure to tighten. How was the bleeding addressed in the second procedure? By put in place a new clip on the related artery.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Please explain what is meant by, ¿clips hold with difficulty¿. Were there any clip formation issues noted in the initial procedure? If yes, please describe their shape. How did the user address the clips that help with difficulty? How many clips were placed? During the initial procedure, were there any issues with clip(s) tearing intra-operatively? What was the alleged clip failure? How was the bleeding addressed in the second procedure?

Event description:
During ent carcinoma excision procedure with lymph node dissection, the clips hold with difficulty. One hour after the procedure, the patient is resumed for bilateral cervical hematoma: bleeding found at the level of the facial artery branch. Revision surgery on active bleeding: one clip failure was noticed associated to tearing of the artery. Hospitalization in intensive care: intubation, hematoma monitoring.